Event description:
This spontaneous case was received on (B)(6) 2014 from a (B)(6) female pt. The pt had a medical history of elevated white blood counts and hypothyroidism. The pt's concomitant medications were not reported. On (B)(6) 2013, the pt started treatment with restylane (cross-linked hyaluronic acid dermal filler) injection for an unk indication. The pt reported that the healthcare professional did not change her gloves and vial for the injection. During the injection the pt experienced bleeding and healthcare professional massaged and rubbed the areas. On (B)(6) 2013, the pt experienced "horrible swelling under the left eye", bumps where the injections were placed. On (B)(6) 2013, the pt was treated with hyaluronidase, which was injected to every injection site to reverse the restylane. It was reported that the swelling had not recovered after the hyaluronidase injection. On (B)(6) 2013, the pt was given a "kenalog shot". On (B)(6) 2013, the pt went to emergency room for swelling under the eye areas and was advised to come back on (B)(6) 2013 for intravenous (i.v.) Antibiotic therapy. On (B)(6) 2013, the pt was admitted to hospital due to the event. On (B)(6) 2013, the pt underwent surgery for the area under her left eye. On (B)(6) 2013, the pt was discharged from hospital. After discharge, the pt was in and out of the emergency room (ER) a few times - one of those dates was reported as (B)(6) 2013. The rest of the ER visit dates were not provided. The pt had swelling for several months and on an unk date, the pt underwent for drainage. At the time of this report, the pt had redness around both eyes, indentation on the right eye, and scarring on the left eye. The outcome of the events of swelling, bumps and bleeding were unk, redness around both eyes, indentation on the right eye, and scarring on the left eye were not recovered. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(6) (medcomm solutions on behalf of valeant). No further info was provided.

Manufacturer narrative:
Additional PMA 510 (k): p040024. Pharmacovigilance comment: (B)(6) 2014. The events implant site swelling, implant site nodule, implant site erythema, implant site scar, implant site hemorrhage assessed as serious and possibly related.